Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirting out insulin during priming, buttons were less responsive, buttons were harder to press, motor error alarm. Customer stated insulin pump had no delivery alerts, rejected new battery, slower and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm or pump history reset noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. No drive or motor anomaly, motor error alarm, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No button error alarm or unresponsive buttons noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the keypad connector on the lcd was found locked properly. Device had intermittent failed battery test alarm when the test battery was inserted due to corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).